Manufacturer narrative:
Concomitant devices: sterrad 100s, sn (B)(4). Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was not reviewed because the lot number was not reported. The complaint history for the cyclesure bi, review was not performed because the lot number was unknown. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. An asp field service engineer found the unit functioning properly. He adjusted the gap height lower. The fse tested the unit and ran an empty cycle test. The unit meets specifications. Based on the information available, a conclusive root cause to the customer issue is not determined. There is insufficient information to determine the root cause. The customer did not respond to asp's attempts in retrieving more information and there was no product returned for investigation.

Manufacturer narrative:
(B)(4) no code available: suspect positive bi. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2011-00004 and 2084725-2011-00005.

Event description:
A customer reported a suspect positive sterrad cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load was not recalled successfully. The load contents are unknown. It is unknown where in the chamber the bi was placed during processing. The result for the previous and subsequent bi are unknown. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted. This is report one of two.